Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited a decrease in longevity than expected. Presenting electrogram (egm) showed atrial fibrillation (af) which can cause higher power draw. Analysis showed that the device was high rate atrial sensing at an average rate of 259 beats per minute (bpm). High rate atrial sensing can cause an increase in power consumption. The atrial fibrillation (af) appeared to be more prevalent during the last couple of months. The device was consuming about 47 microwatts due of power versus a battery calculator estimate of about 30 microwatts. The decrease in longevity was caused by an increase in power consumption caused by high rate atrial sensing. As of this time, the device remains in service. No adverse patient effects reported.